Event description:
The dealer states the red light comes on then the unit shuts off and alarms. The dealer received a e-mail and this was all the information that was provided to him within the e-mail for the return.